Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure event observed during analysis. Final analysis found damage to the outer insulation noted at 26.0 cm to 27.0 cm from connector pin and outer coil damage was noted at 25.0 cm to 25.5 cm and 26.0 cm to 27.0 cm from the connector pin. The damage found is consistent with that occurring due to clavicular crush.